Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the trial procedure to implant the scs lead, the physician was unable to advance lead past vertebral level t11 and t12 after attempting multiple times due to the patient anatomy. As a result, the procedure was abandoned.